Event description:
Pt presented to the ed with right thigh pain. She had a right proximal femoral fracture repair with medullary nail in (B)(6) 2011. X-ray showed medullary rod fracture with fracture of femur and displacement at the level and also proximal to the nail. She had followed with the orthopedist and had been doing well. There was no evidence of complication on the office x-ray. She is not aware of any fall or specific new injury. She was taken back to surgery (B)(6) 2011 for a fractured right femoral shaft and a broken intramedullary hip nail. The prior intramedullary broken hip nail and interlocking screw were removed. A long intramedullary hip nail and 2 distal interlocking screws were placed.